Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the issue to be due to a disconnected p19 wire harness connector from the mating j19 connector on the main pcb assembly. Physio re-seated the connection and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
During a pt event, it was reported that the device failed to deliver charged defibrillation energy multiple times. The pt collapsed witnessed at department store and CPR was performed for five minutes before the lifepak 500 defibrillator was connected to him. The device failed to deliver charged energy and returned to analysis mode when the operator pressed the shock button multiple times. An als crew arrived at the scene three minutes later and connected a second defibrillator (manufacturer unknown) to deliver three defibrillation shocks. The pt was transported to the hospital and declared deceased at the emergency room. A clinical review of the reported event determined that the device use may have contributed to an adverse event since provision of defibrillation after two shock advised determinations was delayed greater than thirty seconds.